Event description:
Blisters appeared under the dressings both under the border and in between the foam honeycomb area. Some blisters were serous while some were haemoserous, they varied in size. Patient had no known allergies, it was reported sofban and crepe was used over the dressing and was described as being possibly firm over the wound. Hospital stay was extended due to the blistering caused.